Event description:
It was reported that the patient presented in the clinic for an annual check. Episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed on the device. Programming changes were made. The patient was in stable condition.